Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause, treatment, and outcome of the event were not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). It was reported during follow up that the patient experienced bacterial peritonitis manifested by cloudy fluid and pain. The cause of the peritonitis was due to a break in aseptic technique. The breach was not further specified. The patient was hospitalized on the same day as onset of the event and was treated with vancomycin (1gm intraperitoneally for fourteen days) for the peritonitis. At the time of this report, the patient had recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.